Manufacturer narrative:
(B)(4). Date sent: 6/21/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the surgeon fired the trigger and the staples weren¿t fired, did the device lock out and would not fire? Or, was the firing trigger squeezed, but no staples were deployed? Did the device cut? If yes, was the cut line complete?

Event description:
It was reported that during a lower anterior resection procedure, an error occurred in the process of firing. When surgeon fired the trigger of the device, the staples weren't fired. As an emergency measure, the surgeon detached it from the tissue and replaced it with a new one. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2016. Batch # m52z6j. The analysis results showed that one cr40g reload was received fully loaded with staples; in addition, the anvil and washer were detached, making the reload non-functional. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.